Event description:
New information received notes that the event occurred during the procedure.

Manufacturer narrative:
The reported event of loss of ble connectivity was confirmed. The provided information was reviewed by abbott engineering and it was determined that the programmer ble connection fails prior to establishing a secure connection with the ble agent of the device during a reconnection attempt, which then triggers the device to stop advertising, causing a disconnection. The device is performing per design.

Event description:
It was reported that the patient presented to the clinic for a scheduled implant procedure. It was noted that the insertable cardiac monitor (icm) had bluetooth telemetry issue. The icm was implanted. The patient was in stable condition.